Manufacturer narrative:
The customer reported that he tried to go into the patient information screen on this central nurse's station (cns) and when he did the screen went black and it slowly came back. The technician replaced the cns tower with another cns tower they have and the issue was resolved. Technical support verified with the customer that they kept the monitors and cables the same to isolate the issue to the cns tower. The customer sent the unit in for evaluation. The unit was cleaned and evaluated. The reported problem of "the screen would go black and then slowly fade back in" was not duplicated, however the evaluation found that there is no display on the screen. The issue was due to a malfunctioning motherboard.

Event description:
The customer reported that the he tried to go into the patient information screen on this central nurse's station (cns) and when he did the screen went black and it slowly came back.

Manufacturer narrative:
Additional narrative: on (B)(6) 2017 bme (B)(6) at (B)(6) health reported when they go into the patient data, the cns-6201a (pu-621ra sn:(B)(6)) screen would go black and then slowly fade back in. The technician replaced the cns tower only with another cns tower and the issue did not happen again. Service requested repair. Service performed the unit was cleaned and evaluated. The reported problem of "patient data the screen would go black and then slowly fade back in" was not duplicated, however our evaluation found that there is no display on the screen. The unit needs: 9000006165 cns, motherboard set. Customer purchased a refurbished unit. Unit was not repaired/returned to the customer. Investigation result the cns was put into service on 02/24/12, which is over 5.5 years prior to the reported issue. The unit is out of warranty. Evaluation of the unit for the current reported issue found there was no display on the screen. This unit was not repaired and sent back to the customer, as customer had purchased a refurbished unit. The unit was later repaired in order #910013100 on 01/08/18. The following parts were replaced: 9000006165 cns, motherboard set 9000006111a hard drive, 500gb, cns-6201. There appears to be a history of hdd failures for the unit. Performance and degradation of the hdd is affected by several factors such as storage, handling, use, and power conditions. As the device is operated at the customer's facility, it is the customer's responsibility to ensure proper environment for the unit. Cns-6201a operator's manual provides customer with recommended use, storage, and handling of the device. The cns-6201a service manual revision g recommends that regular maintenance inspections be performed every 6 months. A maintenance check sheet is provided, which includes checking the operation of the unit and status of hardware information. In particular, internal sensor and hard drive condition should be checked through procedures outlined on section 5.11 of the service manual. This inspection would show the critical hardware information which would prompt user to perform needed maintenance. Replacement of the hdd is also addressed in the service manual. The cns-6201a has a built in raid set up of two hdd's to minimize risk of loss to device functionality upon hdd failure. Cns-6201a service manual advises that one hdd can be replaced without stopping monitoring. There was also a failure of the cns motherboard set. A review of device history found no record of motherboard replacement during the lifetime of the cns. This suggests the motherboard is over 5.5 years of age. During this time, it can become subjected to multiple factors, such as use, power, and environmental conditions at the facility. The motherboard set consists of motherboard, small board on the motherboard, heat sink with cpu fan, and two so-dimm (1gb) boards. This is a replaceable part and replacement is outlined in the service manual. The motherboard had failed well beyond the warranty period. Issue was able to be resolved by replacing the part. Customer's maintenance information on this device is not available. Per nkc DHR, the unit (pu-621ra sn: 94) has had no history of ncmr, deviation, or CAPA during manufacturing of the device. The device has not been refurbished and there were no discrepancies or unusual findings before device release that might relate to the reported issue. This issue is not suspected to be caused by a deficiency in the manufacturing of the device. There does not appear to be a trend of pu-621ra hdd or motherboard issues at the facility. Many of the customer's reported issues with the cns were caused by power issues, not due to defect of the cns itself. Power issues may contribute to degradation of the unit's parts. The root cause for the hdd and motherboard set failure could not be confirmed. The repaired unit was delivered to customer clara maas medical center on 12/03/18 and there were no reported issues from this customer. Corrected information: f9. Approximate age of device: incorrectly calcuated. G4. Date received by manufacturer: should be 12/12/2017 not 01/10/2018 as listed on MDR initial report.

Event description:
The customer reported that the he tried to go into the patient information screen on this central nurse's station (cns) and when he did the screen went black and it slowly came back.